Event description:
It was reported that the arctic sun probe was not registering. The nurse states the esophageal probe connected to the arctic sun device was not registering a patient temperature on the device. They have verified placement and plugged it into a bedside monitor and probe registers on the bedside monitor. Nurse states they tried connecting another cable they had, and the probe did not register. Advised swapping out to a new temperature in cable and made sure they understood it. They plugged into the patient outlet monitor temperature port. If the patient temperature did not register with a new temperature in cable, then send to biomed for evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.